Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump produced vibration and alert tones but the screen did not illuminate or respond to the wake button, which temporarily prevented visibility of display functions; the screen later resumed normal display and the user continued therapy. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included customer troubleshooting and education on shutdown procedure, backup therapy, data sync, and return logistics, as well as monitoring for recurrence. Investigation of this case revealed a transient screen unresponsiveness consistent with a display or user interface malfunction without external damage, with normal function restored after the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.